Event description:
It was reported that the patient communicator was not connecting. The patient indicated to observe a red call doctor icon flashing in the communicator. Technical services (ts) assisted the patient and the data was successfully sent to the clinic, the patient is monitored. The patient was then referred back to the clinic due to the red call doctor icon flashing. Further information was requested. No adverse patient effects were reported.

Event description:
It was reported that the patient communicator was not connecting. The patient indicated to observe a red call doctor icon flashing in the communicator. Technical services (ts) assisted the patient and the data was successfully sent to the clinic, the patient is monitored. The patient was then referred back to the clinic due to the red call doctor icon flashing. Further information was requested. No adverse patient effects were reported. Additional information provided indicates the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased to 15%. The timeframe in which the estimated longevity change was observed has not been specified, however, upon a second interrogation of the device approximately 4 months later, the estimated longevity remaining was now showing 10% and it reached end of life (eol) indicator one day later. There is no evidence to suggest a request was made to have data from this device analyzed. The device was also reported to emit beeping tones. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis, however, it remains at the hospital pharmacy at this time.